Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 65 mg/dl. The customer reported that pump broke and it has a white screen. Troubleshoot was performed and customer reports display is solid white. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank solid white liquid-crystal display due to cracked liquid-crystal display glass at chip ledge. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white liquid-crystal display. Unable to verify missing segments/partial display due to blank solid white liquid-crystal display.